Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also traces of moisture damage was found at the force sensor resistor, lcd resilient cover and debris under display window. Unable to verify alarms due to motor error alarms. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 85 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.